Event description:
It was reported that the lens was removed intraoperatively due to kinked haptic. The incision was enlarged. The surgeon implanted alternate lens with no issues. No other information available. Additional information was requested but no additional information has been received. Please reference MDR #1119279-2014-00334 for the inserter used during the event.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic cut or torn in half. One haptic is attached to each piece of the lens. Both haptics are bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be exclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.